Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where the customer reported when they run the tpn medication is turned on, they empty the bag early. 645 ml out of 1 l was infused, leaving 315 ml unaccounted for. It was stated there was no delay in therapy, and no medical intervention as the patients status never changed. It was noted their infusion setup is was the following: tpn on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was ¿at least 50 ml as there is 50 ml of overfill in each tpn¿. There was no report of human harm.

Manufacturer narrative:
E pump¿s event alarm log history was reviewed and no similar alarms related to the complaint were identified. Equipment items used for the investigation were as follows. Saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Device passed visual inspection. No evidence of physical damage or contamination. Device passed all pvt tests most notably the volume accuracy test results are 20.36 ml (acceptance range 19 ml ¿ 21 ml). Volume accuracy of 98.23 %. Programmed perceived customer protocol of rate = 200 per tsm and vtbi of 1000 ml (customer reported amount). Saline bag has approximately 1,100 ml of fluid in when test started. Results of perceived protocol are volume infused = 1,006.12 ml. Volume accuracy of 99.39 %. We could not confirm customer¿s complaint for inaccurate (over) delivery. The probable cause was not found.